Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown 36mm compression screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient fell and suffered at subtrochanteric femur fracture approximately three months ago. The fracture was repaired with a 8 hole 95 degree condylar plate , 65 mm lag screw, (8) 4.5 cortex screws of various lengths and (1) 36mm compression screw on an unknown date. The patient presented at hospital with femur pain. X-rays revealed a femur non-union and surgeon removed all implants on (B)(6) 2015. Patient was revised with a trochanteric fixation nail (tfn), consists of a 11x360 tfn nail, 85mm helical blade and one 34mm 4.9 locking bolt to fix the fracture. There were no reports of any surgical delay. This report is for one unknown 36mm compression screw this report is 4 of 4 for complaint (B)(4).